Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed out the infusion set. Blood glucose was 261 mg/dl. As pump supplies were changed, a cause of the occlusion could not be confirmed.